Manufacturer narrative:
The device is not expected to be returned per hospital policy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could no longer deliver therapy due to alleged premature battery depletion (pbd). Boston scientific technical services (ts) recommended urgent replacement. No adverse patient effects were reported. The device was explanted and replaced with a competitor's product.

Manufacturer narrative:
The device is not expected to be returned per hospital policy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could no longer deliver therapy due to alleged premature battery depletion (pbd). Boston scientific technical services (ts) recommended urgent replacement. No adverse patient effects were reported. The device was explanted and replaced with a competitor's product.